Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, when the surgeon trying to put the handle into the shell, the shell was unable to close. Resulting to the shell was not recognized. The surgeon then used manual stapler to resolve the issue in order to complete the case. There was no patient injury.